Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the service order from (B)(6) that the power module device worked sometimes and sometimes would not work and made a strange noise while the motor was turning. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up, the reporter stated that the device was used in conjunction with the power module device. Therefore, this is report 1 of 2 of the same event. The initial medwatch stated the alert date (B)(6) 2017, the alert date is (B)(6) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.